Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: upon removing the transfer set from the packaging and inspecting the valve positions prior to installing it on the apex, it was found that valve # 2 was skewed and not straight like all the other valves. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused set with packaging was returned for evaluation. Visual examination of the set noted the #2 micro line valve to be approximately 45º out of phase when compared to the other valves. No other visual defects were noted. The returned set confirmed the reported defect of misaligned valve. As a result of this issue, a new vision system was developed and implemented into the apex assembly process. This vision system will alert the operator of a misaligned valve via a visual display and an audible sound if a valve is found to be improperly installed. The lot number involved in this incident was manufactured prior to this change. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.